Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Device labeling addresses the reported event(s) as follows: precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported during injection, one syringe of juvéderm® ultra xc had the "needle break off at the hub.¿ patient contact did occur. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Device analysis: empty syringe of 1.0 ml received without cap, no needle. No defect observed to syringe.

Event description:
Healthcare professional reported during injection, one syringe of juvéderm® ultra xc had the "needle break off at the hub.¿ patient contact did occur. No injuries were reported. The packaged needle was used.